Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device confirmed the cracked condition at the threads. Additionally, the impactor tip fractured through the threads of the mating feature on the distal flat. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor is cracked on the threaded portion.